Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (pod pcs), ruby coils, and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed two ruby coils into the target vessel using the microcatheter. Afterwards, the physician gradually experienced resistance while advancing a pod pc through the middle of the microcatheter; therefore, the pod pc was removed. The procedure was completed using six additional pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.